Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.   (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 28 x 3.50mm promus premier¿ drug-eluting stent was advanced for treatment. However, friction was encountered while trying to pass the lesion. When the device was removed, it was found that some struts at the distal section had been lifted. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 28 x 3.50mm promus premier¿ drug-eluting stent was advanced for treatment. However, friction was encountered while trying to pass the lesion. When the device was removed, it was found that some struts at the distal section had been lifted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: promus premier ous mr 28 x 3.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. Damage was noted to the most distal stent strut row. The crimped stent outer diameter of the undamaged section of the stent was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: promus premier ous mr 28 x 3.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. Damage was noted to the most distal stent strut row. The crimped stent outer diameter of the undamaged section of the stent was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 28 x 3.50mm promus premier¿ drug-eluting stent was advanced for treatment. However, friction was encountered while trying to pass the lesion. When the device was removed, it was found that some struts at the distal section had been lifted. No patient complications were reported and the patient's status was stable.